Event description:
The pump declared an altitude alarm, affecting insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised cleaning the speaker holes and reconnecting the cartridge, resolving the issue promptly. Pump resumed normal operation with tips provided for avoiding future alarms.